Event description:
A customer contacted beckman coulter inc., (bec) and reported a clear fluid leak of approximately 5ml dripping from under the coulter lh 500 hematology analyzer and onto the countertop. The operator was wearing personal protective equipment (ppe), consisting of a lab coat and gloves without face protection. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. There is a risk management/exposure control plan in place at the facility. There was no patient results affected and there were no discrepant results reported out of the laboratory. No death or injury is associated with this event and there were no changes to any patient treatment.

Manufacturer narrative:
The fluids that may be associated with this incident are blood, controls, and diluent while in operation, and clenz at shutdown. A field service engineer (fse) found fluid leaking due to cut tubing backwash pinch valve pv49. The fse replaced the tubing and rectified the problem. The failure mode is cut tubing at pv49. (B)(4).